Event description:
This case was initially received via regulatory authority (reference number: mw5076554) on 01-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("suffering from pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. 758632) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling") and allergy to metals ("nickel allergy") with rash. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, swelling and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, genital haemorrhage, pelvic pain and swelling with essure. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5076554) on 01-may-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("suffering from pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. 758632) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling") and allergy to metals ("nickel allergy") with rash. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, swelling and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, genital haemorrhage, pelvic pain and swelling with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.